Manufacturer narrative:
Device is a combination product. Corrected date of event from 09/01/2019 to (B)(6) 2019.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The 90% stenosed, 50mmx2.5mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and moderately calcified distal to proximal left anterior descending artery. A 2.50 x 38 synergy drug-eluting stent was advanced but failed to cross. When the device was removed, it was noted that the tip of the stent itself was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The 90% stenosed, 50mmx2.5mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and moderately calcified distal to proximal left anterior descending artery. A 2.50 x 38 synergy drug-eluting stent was advanced but failed to cross. When the device was removed, it was noted that the tip of the stent itself was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.